Event description:
It was reported that on (B)(6) 2015 implanted from l4 to l5 by plif using some screws. Implanted 4 screw and l4 left, l5 right. On (B)(6) 2016, implanted to extend by peek to s from l5 by plif. Implanted 2 screws for si and fixed for l4-s by screw(s1right). Unk date, it was confirmed 3 screw were broken(l4left,l5right,s1right). On (B)(6) 2017 removed broken 3 screw and implanted new screws.

Event description:
It was reported that on (B)(6) 2015 implanted from l4 to l5 by plif using some screws. Implanted 4 screw and l4 left, l5 right. On (B)(6) 2016, implanted to extend by peek to s from l5 by plif. Implanted 2 screws for si and fixed for l4-s by screw (s1 right). Unk date, it was confirmed 3 screw were broken(l4 left,l5 right,s1 right). On (B)(6) 2017 removed broken 3 screw and implanted new screws.